Manufacturer narrative:
(B)(4). Patient born sometime in the year (B)(6). UDI: (B)(4). Concomitant medical products: 010000850 - g7 neutral e1 liner 32mm f - 3553749. 110010246 - g7 osseoti 4 hole shell 56mm f - 6174634. 163674 - 32mm cocr mod hd +6mm no skirt - 408170. Report source: (B)(6). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k101086. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced stem subsiding approximately two months post initial hip arthroplasty. No revision surgery is being planned at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Review of provided x-rays shows subsidence of femoral component of the right hip. Overall fit and alignment appear anatomic, and bone quality appears normal. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.